Event description:
Event description cpi received information that this bipolar lead was removed from service due to 'malfunction, possible fracture'. During a routine replacement procedure of an implantable pulse generator (ipg) the lead was capped and replaced.